Manufacturer narrative:
D5,6; h2,3,4,6; g4: added add'l info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .209. Analysis conclusion: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd empty. As the instrument was rec'd empty, further functional testing could not be performed. It was noted that the jaws were damaged. It could not be determined as to how the dmage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. It could not be determined if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the clips were falling out of the jaws of the device and scissoring when fired. This device came from a laparoscopic cholecystectomy kit #fdc38. The lot # is k4883f. A new er320 was opened to complete the case. There was no consequence to the pt.